Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. It was reported that the display was flashing and was not able to be read safely. It was noted that there was moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission, 08/05/2015-device evaluation: the pump has been returned and evaluated by product analysis on 07/20/2015 with the following findings: during investigation, the pump was powered on and the display was found to be discolored. A visual inspection of the pump showed corrosion inside the battery compartment. A leak test was performed and showed a leak at cracks in the battery compartment. The pump was opened and no further evidence of moisture damage was found inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.